Event description:
It was reported that the patient experienced a low blood glucose while using the ilet with an fsl3+ cgm after missing a meal announcement, with the cgm showing a nadir of 66 mg/dl and the patient treating with oral carbohydrates (juice); the patient also reported a cgm sensor failure alert and later confirmed that readings were accurate and glucose returned to range. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial